Event description:
It was reported the usb (universal serial bus) drive is broken. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a printed circuit board found out of electrical specification. Serial bus driver is broken.